Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm and the customer had followed the prompts during the load sequence. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issues.